Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge leak was unable to be determined as no product was returned for analysis. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 72-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. The nurse called for assistance because she changed the purge cassette twice and there was leaking from the sidearm. Purge bypass instructions were sent, and a purge bypass was performed without issue. There were no reports of harm to the patient.